Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, mechanical damage and without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope tip of the scope could not pass through the endotracheal tube; it had to be pulled out forcefully. It is unknown when the incident occurred. There were no reports of patient harm.